Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Additional analysis and investigation are pending; a supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. Large tears and abrasions through the lunula of all cusps appeared to be due to contact with a long suture tail and/or the bias cloth along the inner outflow rail. The edges of the tears appeared consistent with historical events for contact with a suture tail. The tears and abrasions along the lunula of the left and right cusps appeared to have increased in size during explant resulting with the removal of leaflet tissue adjacent to the nodule of aranti. All commissures were intact. Glistening off white pannus lined the outflow rail and outflow margin of attachment adjacent to the non-coronary cusp, to the right non-coronary and non-coronary left commissural areas. A thin layer of pannus was observed on the top of the left right stent post. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: based on the received information and the returned product analysis, the reported severe regurgitation is found likely to be attributed by the leaflets contacting with a long suture tail and/or the bias cloth and led to cuspal tears. Pannus is generally considered a patient-related condition. (B)(6).

Event description:
Medtronic received information that four years post-implant of this 27mm bioprosthetic mitral valve, the patient presented clinically with reports of dyspnea on exertion and chest discomfort. It was reported the patient¿s medical history included previous severe coronary artery disease and a by-pass performed at the same time as the original mitral valve replacement, and new onset atrial fibrillation. Severe mitral regurgitation and moderate mitral stenosis of this device were observed on a subsequent echocardiogram and angiogram. The echocardiogram also showed one of the device leaflets was flail. The operative report for the reoperation indicated observances of a paravalvular leak and congestive heart failure. A new 27mm medtronic bioprosthetic mitral valve subsequently was successfully implanted and a left atrial maze procedure was performed for the atrial fibrillation. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.